Event description:
It was reported that noise was observed on both the atrial and ventricular leads. In 2009, the patient could not be induced. Therefore, defib capabilities were programmed off and pacing was left on.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.